Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a damaged stylet is confirmed and was determined to be use related. The product returned for evaluation was a t-lock assembly with an inlaid hydrophilic stiffening stylet. Complete breaks were observed in both the core and coil wires. The coil wire was severely unraveled and elongated. Microscopic inspection of the stylet showed the fracture surface of the core wire had some striations. A region of increased luster was observed on the fracture surface of the core wire. The fracture surface of the coil wire was flat and granular. These features were consistent with sharp instrument damage which likely occurred during trimming of the catheter. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Customer reported a nurse passed the catheter for a patient. After passing through the hour of the withdrawal of the internal guide wire of the catheter, he saw it totally defied. Did not harm the patient. Does not require surgical intervention.

Event description:
Customer reported a nurse passed the catheter for a patient. After passing through the hour of the withdrawal of the internal guide wire of the catheter, he saw it totally defied. Did not harm the patient. Does not require surgical intervention.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.